Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
Customer reported that the system displays an error "x-ray generator not available". It was stated that the pt has been catheterized with a probe that has been inserted into the heart and actually they do not know where it is positioned. At the moment, there is no clarification from the customer confirming if or how the pt was injured as a result of the incident. Therefore, the decision to report as an adverse event and a product problem was made; however, if additional info becomes available, that indicates no injury occurred, a follow-up report will be sent to the FDA to change from an adverse event to product problem only.